Event description:
It was reported that the customer noticed a difference between the sensor and the blood glucose readings. Customer stated that they had a low alert and were unable to clear the alarm as the act button was unresponsive. It was noted that replacing the batteries did resolve the issue. Customer's blood glucose reading at the time of the call was 83 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.